Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient has a loss of connection. There was no report of injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 08/03/2016. Complaint for a loss of connection was confirmed. The root cause could not be determined, post investigation.

Manufacturer narrative:
(B)(4)